Event description:
Crew responded to a patient in respiratory distress, electrodes were attached to the patient and the patient was placed in the transport rig. During transport to the hospita the patient went into cardiac arrest. The patient's waveform coverted to ventricular fibrillation, epi was given, the patient became asystolic. Reportedly when an attempt was made to pace the patient the device was inhibited. The device operator stated the patient's waveform was still displayed on the device screen. The therapy cable and electrode set were disconnected and reattached in an unsuccessful attempt to clear the connect cable message. The patient was not resuscitated.